Event description:
It was reported that the patient presented to the emergency room unresponsive with chest compressions being done upon arrival. The cause of the arrest was unknown. The patient was intubated and was to be transferred to (B)(6). It was noted that they had several low flow alarms around 9:00 pm. The patient has a known short to shield. Log files were sent for review. The event history log file captured a replace controller message due to lcd fault events which self-corrected. A controller exchange was not needed at this time. The log file captured low flow events on (B)(6) 2024. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. History of short to shield is reported under MFR. #2916596-2019-03488.

Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The device operated as expected.

Event description:
The cause of the arrest was unable to be determined. The patient was placed on supportive care and passed away on (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D4; primary UDI number and expiration date, updated. H4: device manufacture date, updated. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest could not be conclusively established through this evaluation. Additionally, a review of the submitted log file confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log file contained transient low flow events on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The heartmate ii lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1. The IFU also notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.